Event description:
Routine complaint investigation when a health care provider reported receiving a reading of 422 mg/dl on the precision xtra blood glucose monitor compared to laboratory value of 270 mg/dl. The values, when plotted on a clarke error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.